Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using different charging cables and adapters, the problem persisted. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup.